Event description:
It was reported that during a percutaneous coronary intervention (pci)) procedure to implant a drug eluting stent, the 4.5 x 8mm nc trek was advanced for post-dilatation. Following post-dilatation the balloon did not deflate completely and could not be moved into the guiding catheter for removal. It was necessary to remove the entire system in order to remove the nc trek. It was reported a distortion of the implanted stent occurred, caused by the retrieval manoeuvers. Once the balloon was removed from the patient it was inflated and was not possible to deflate. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.